Manufacturer narrative:
Section a patient information: no additional patient information was provided. This report is being filed on an international product, list number 7p60-77 that has a similar product distributed in the us, list number 7p60-21/-31, and 510k/PMA/bla of k153730. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed nonreactive alinity I syphilis tp results on a patient. (B)(6) 2025 alinity I syphilis tp nonreactive of 0.62 s/co but elisa positive and tppa positive. (B)(6) 2025 alinity I syphilis tp nonreactive of 0.65 s/co and sysmex negative but elisa positive and tppa positive. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the complaint list number does not identify any increase in complaint activity. The labeling review concludes that the issue is adequately addressed. A device history review did not identify any potential non-conformances, non-conformances and deviations associated with the complaint lot number. Return sample analysis was performed. Alinity I syphilis tp (different reagent lot as the complaint lot was not available): 0.65 s/co (non-reactive). Mikrogen recomline treponema igm: negative (no reaction). Mikrogen recomline treponema igg: negative (tp47, tp257 (gpd), tp453, tp17: very low intensity). No discrepant results were identified between alinity I syphilis tp and recomline treponema igm/igg. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained. Based on this investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent lot identified in this complaint.

Event description:
The customer observed nonreactive alinity I syphilis tp results on a patient. On (B)(6) 2025 alinity I syphilis tp nonreactive of 0.62 s/co but elisa positive and tppa positive. On (B)(6) 2025 alinity I syphilis tp nonreactive of 0.65 s/co and sysmex negative but elisa positive and tppa positive. No impact to patient management was reported.